Event description:
It was reported that during an attempted implant, the right atrial (ra) lead was successfully placed in the right atrial appendage, however, upon 20 rotations of the rotation tool, the helix of the lead would not extend. The ra lead was removed from the patient and tested on the scrub table. The helix of the ra lead would extend, however appeared to do so at a bent angle. The physician elected to implant with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).